Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient reported hearing static and then no sound from the implant on saturday ((B)(6) 2017). She reports she did not fall, bump her head, or have any changes in health.

Manufacturer narrative:
Med-el elektromedizinische geraete (B)(4) and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). The device investigation found that the device was not working according to specification due to a malfunction of the electronic circuitry. The investigation results appear to match the problems mentioned in the patient report. The other observed damages are most likely attributable to the explantation surgery. This is a final report.

Event description:
Recipient reported hearing static, popping sound and then no sound from the implant on in (B)(6) 2017. The user did not fall, bump the head nor had any changes in health. The recipient was re-implanted with a competitor's device.